Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with percutaneous transhepatic cholangiography (ptc) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the jagwire guidewire peeled. The tip of the metal corewire was not exposed. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6) 2014 that the guidewire was fractured in two sections.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of guidewire body broken. A visual examination of the device revealed that the guidewire was fractured in two sections; the jacket was also peeled in both parts at the fracture site; moreover, the distal tip was kinked at 4.9cm from the distal end. The complaint was not confirmed, but rather the guidewire was fractured in two sections. Based on all available information it is probable that the anatomical/procedural factors could have contributed with the damages found on the wire limiting the device performance, therefore the most probable cause is "operational context".